Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the scrub technologist inadvertently dropped a ruby coil onto the floor upon removal from the packaging. The ruby coil was dropped prior to use and therefore, it was not used for the procedure. The procedure was completed using additional ruby coils.